Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis. While hospitalized the patient was given unknown antibiotic intravenously (dose and frequency not reported) for peritonitis. On an unreported date in the next month, the patient started treatment with ip fortaz (dose and frequency not reported) for peritonitis. Treatment with fortaz was ongoing. Twelve days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13h08043, h13g08029, h13i25011, and h13l05034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot numbers h13h08043 ,h13g08029, h13i25011, and h13l05034. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.